Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the clip was use to close the cystic duct during a laparoscopic cholecystectomy procedure, the clip broke and was completely removed from the abdominal cavity with endoscopic forceps. The clip was replaced to resolve the issue. There was no patient injury.